Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was observed that the system error 345 alarm was caused by a failed upstream sensor that had been damaged by an external influence. A system error 345 occurs when the temperature reported by the upstream and downstream thermistors have a difference of greater than 10 degrees fahrenheit for 10 consecutive cam revolutions.

Event description:
It was reported that a pump alarmed for a system error 345 at the start of a saline infusion in the ER care area (programmed amount and delivery rate unk). The customer stated there was no pt injury. The customer also stated that the device was tested and a system error 345 was observed. The approx room temperature at the time of the event was 75 degrees fahrenheit.